Event description:
A nurse reported that a dialysis patient experienced a cardiac arrest and expired on (B)(6) 2014 while hospitalized awaiting a surgical procedure for a left ventricular assist device implant due to cardiomyopathy. The patient in a stretcher in transit to have a scheduled procedure at the time of the event. This nurse reported that the patient was not dialyzing, at or four hours prior to the event.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. Limited information was provided for this safety report. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.